Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be sent.

Event description:
It was reported that the fiber fired and then broke. Fiber broke inside the scope. There was no patient impact.